Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, pre-dilation balloon aortic valvul oplasty (bav) was performed with an 18mm non-medtronic balloon due to a mean gradient of 70mmhg. No issues were noted upon valve deployment. The valve was released and dislodged out of the non-coronary cusp (ncc). Severe paravalvular leak (pvl) on the inferior part of the valve was observed on the echocardiogram. A snare was used successfully to pull the valve out of the aortic root and held in the ascending aorta. A non-medtronic 23mm valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the device history record (DHR) for this valve was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. The valve was not returned to medtronic, so no product analysis could be performed. Images were submitted and reviewed. The image review showed computed tomography (CT) images which indicated heavy calcification of the non coronary cusp leaflet with nodular calcification extending into the left ventricular outflow tract (lvot) below the non coronary cusp. An 18 millimeter non-medtronic balloon was reported to have been used for pre-dilatation of the aortic valve which was reported to have a mean gradient of 70 mmhg. Per medtronic best practices, this was an appropriate size balloon for pre-dilatation based on the minor axis of the lvot being 18.3 millimeters and the patient having lvot calcification on the CT case summary. The first still image provided showed the evolut transcatheter aortic valve (tav) deployed to approximately 80% with a contrast filled non coronary cusp, and the evolut tav depth along the non coronary cusp side was approximately 3-4 millimeters below the annular plane at this point of deployment. Two subsequent still images provided showed the valve having been fully deployed and confirmed dislodgement of the evolut tav slightly above the non coronary cusp annular plane. One final still image showed the evolut tav now in the ascending aorta with a non-medtronic valve implanted within the native aortic valve. Per the event description, this was a successful implant of the non-medtronic 23 mm valve. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available, a conclusive root cause could not be determined but the dislodgement may have been a contributing cause. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was performed. With the information available, a root cause for the dislodgement could not be conclusively determined but heavy calcification on the ncc seen in the image review may have been a contributing cause. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.